Event description:
The end-user was on a plane, and alleged her poc1 battery only lasted 2-1/2 hours. The user was transported from the airport to the hospital by ambulance where she was admitted for 2 weeks.

Manufacturer narrative:
The serial number of the device is unknown. On (B)(6) 2021, invacare received further information from the end user¿s sister. She stated that the patient is oxygen-dependent and uses the poc1 concentrator on pulse 3. The patient charged the 2 batteries before going to the airport and again at the airport. Sometime during the 4-1/2-hour flight, (plus another flight to her final destination) the poc1 ran out of battery, and the patient required assistance (oxygen) from the airline during the rest of the flight. She was picked up by ambulance at the airport and transported to the hospital, where she was admitted for two weeks. It is unknown when the batteries ran out during the flight, and if, or for how long the end user went without supplemental oxygen. No information was received concerning the end user¿s admitting diagnosis or treatment received during the hospital admission. The unit was returned to the dealer who is conducting a review. The user manual states: "1.5 contraindications warning! Risk of injury this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine" the oxygen concentrator comes equipped with a single rechargeable lithium battery. Up to two batteries can be installed in the concentrator. When fully charged, a single battery supplies power for up to five hours, depending on the pulse flow setting. Two batteries can supply power for up to ten hours when fully charged, depending on the pulse flow setting. Should additional information become available, a supplemental record will be filed.